Event description:
It was reported that the user initiated the fill tubing process before inserting a new cartridge during a supply change on the ilet system, and customer care guided the user to complete the fill and then perform a full supply change sequence, after which insulin delivery resumed as normal. There were no reported adverse clinical effects. Outcomes included restoration of insulin delivery without health consequences, alerts, or alarms. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user procedural error related to incorrect supply change steps, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error resolved through instruction and correct use.